Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed. The evaluation found water tightness was lost due to damage on the channel tube. There was a deep cut / lifting part on the probe unit that reached to the hard part under the pink probe coating. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to damage on acoustic lens, insulation resistance value did not meet the standard value; the adhesive on the bending section cover had a chip; the connecting tube had a cut; due to wear of forceps elevator up/down knob could not be locked securely; due to wear of angle wire, bending angle in up direction did not meet the standard value and the scope-cover plate was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the ultrasound gastrovideoscope found the perforation of the working channel - leak. There was no report on patient harm associated with the event. The device was returned for evaluation. During the device evaluation, the acoustic lens had a scratch reaching to the glue-layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred from stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.